Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 18th of september 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse performed a phone assesment with the customer and found the diaphragm is leaking. Customer is trying to get a purchase order for preinspection of the instrument. The customer did not call back with a purchase order for reinspection. No further action is needed by fse. The most probable cause of the reported event was due to leaking diaphragm. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported a leak inside their g8 instrument. The customer indicated that the leak is coming from behind the column oven. Also, the customer indicated receiving intermittent low pressure on the device. Technical support group (tsg) advised the customer to remove the covers and look inside the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.